Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 288 mg/dl. Customer reported he did not drop or bump the device, when asked if he recalled any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.